Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient inserted the sensor the night of (B)(6) 2019 and the insertion was painful. At around 10:00 pm she started the session, waited a couple hours for it to finish the warmup, then went to bed. When she woke up on (B)(6) 2019 the area was irritated; when the sensor was removed blood and pus were visible around the insertion site. The same day, she went to the doctor who gave her antibiotics, cleaned the wound with iodine, and applied antibiotic ointment. She was also given ointment to take home. Eight days later she spoke with her specialist who confirmed that the month-long antibiotic treatment would be effective and asked her not to use sensors for at least 8 days. The wound is now fully healed with only a tiny mark left. She went to a follow-up visit with her diabetes doctor who said that it had healed very well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.